Event description:
On (B)(6) 2016, information was received from a nurse regarding a female patient who was receiving morphine 2mg/ml at 0.1mg/day/0.05ml/day via an implantable pump for an unknown indication. On (B)(6) 2016, the patient's pump was implanted but was not filled with drug and was left to deliver saline 1000mcl/ml at minimum rate (6mcl/day). On (B)(6) 2016, at approximately 1640, the pump was refilled with morphine 2mg/ml and programmed to deliver 0.1mg/day/0.05ml/day. The nurse reported not being allowed to program a priming bolus, so she had to do a bridge bolus to initiate therapy. The pump defaulted to a bridge bolus and the volume bridged was 0.465ml, a volume the nurse couldn't change. The implanted catheter volume was 0.176ml and the pump tubing volume added was 0.289ml due to the change in flow rate. It was programmed to deliver 0.465ml over 1 hour and 7 minutes. After 1 hour and 12 minutes, the patient reported feeling like "she took a pain pill." The patient was monitored for some time; her blood pressure (bp) was 120/80 and her pulse was good, so the patient was sent home. At approximately 1740, an hour after the refill and programming, the patient called the nurse and reported overdose symptoms of "skin problems," cold sweats, vomiting, heaving and dizziness. The nurse went to see the patient and the pump was then reprogrammed to minimum rate at approximately 1815. She stayed with the patient until 815pm and at that point the patient was feeling fine. Her vitals were stable. The patient was still throwing up 45 minutes later. The patient was in a shopping mall parking lot and someone was coming to pick patient up so she wouldn't drive. They considered going to the emergency room (ER). The patient was taken home and was doing better. As of (B)(6) 2016, all the symptoms were resolved. The patient's dose would be raised to 0.04 mg/day of morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.